Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the integrated electro surgical unit (iesu) generator lost power. The clinical sales representative (csr) stated that the iesu was powered on and when they went to plug in the grounding pad, the iesu generator shut off. The technical support engineer (tse) recommended trying a new outlet, hard reboot on the iesu, new power cord, cycling power button on the front of the erbe, and plugging into a known good outlet that another device was plugged into and working. The csr tried all of these steps and the iesu still would not power on. The screen was black. The csr stated that the surgeon was going to covert to open surgery anyways, but did not explain the reason for conversion. The csr called back to ask if they could hook up a third-party generator to use instead of the iesu since the iesu was down. The tse informed the csr that they could use a covidien force triad electro surgical unit either with the integration cable in order to use the surgeon side console (ssc) foot pedals to activate energy or the covidien foot pedals to activate energy. The csr believed the customer had one and was going to find out in order to help assist the customer with setting it up to save cases. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the customer reported issue. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. The iesu involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to the iesu generator not working.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in: g3, g6, h2, and h3. Analysis information can be found in: h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and reproduced the reported failure (no power). The unit was placed on an in-house system and was run in normal mode.